Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room. Upon investigation, it was noted the right ventricular lead triggered an oversensing alert. Further investigation found the lead exhibited loss of capture. It was unknown whether there were actual oversensing episodes. The device was reprogrammed. The patient was stable before, during, and after the reprogramming.